Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. The customer stated that they were treated with injections. Customer stated that insulin pump had insulin flow block alarm. Customer stated that event was resolved by changing complete set. The pump will not be returned for analysis